Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735773, product ID: 9735787, h6: a medtronic representative went to the site to test the equipment. The ups and battery were replaced to resolve this issue. Codes b01, c02 and d02 are applicable to this analysis. A110201 - the system didn¿t boot up a0708 -oscillated between red error light and amber battery/green ac light g02002 - battery g02027 - power supply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during planned maintenance (pm) battery depletion test, the system displayed battery discharging despite being plugged into wall power. The manufacturing representative (rep) shut the system down and unplugged from wall power, then tried to boot back up. The system didn¿t boot up. The rep tried several outlets with no change. The rep then check lights on back of uninterruptible power supply (ups) and observed when plugged into wall power, the system did not display a green ac light but oscillated between red error light and amber battery/ green ac lights. Once the flashing between the two sets of lights stopped, the rep was able to press power button to boot up, about 2 minutes. Once booted up and unplugged, then the rep plugged the system back in, the system blinked amber battery light continuously. The probable cause of this issue was the ups and battery. There was no patient involvement.

Manufacturer narrative:
H3: the battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there were damaged electronics and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. The uninterrupted power supply (ups) (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was no failure. H6: codes d02, b01, c02 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)), and to the battery (product: battery 9735773 48v s8 svc, serial/lot: (B)(6)). Codes d14, b01, c19 apply to the ups (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.